Event description:
A patient reported blood glucose results of "347 mg/dl" with a lifescan meter and "160 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The control solution and check strip are being replaced.